Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2016. Block d6b: explant date: 2016. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 16224150. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 16265568/16265568. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 16070401/16283228.

Event description:
It was reported that the patients spinal cord stimulation (scs) system was explanted due to an unknown reason. All explanted device components will not be returned. No further information could be obtained.